Manufacturer narrative:
Stryker further evaluated the replaced keypad at the product assessment center (pac) and was unable to duplicate the issue related to the keypad buttons being unresponsive. Additionally, the pac technician analyzed the electronic records and verified that the device powered off on the event date. A cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on and would unexpectedly shut off. Upon investigation, stryker observed that the main keypad buttons were unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to verify and duplicate the unexpected shutdown and the failure to power up. A cause of the reported issues can not be determined. The technician was able to verify and duplicate the issue related to the unresponsive main keypad. The main keypad was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not power on and would unexpectedly shut off. Upon investigation, stryker observed that the main keypad buttons were unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.